Event description:
It was reported that a patient with a 25mm 4300 valved conduit, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of eight (8) years, 10 months due to pulmonary valve stenosis. The tpvr was successfully performed with a 26mm 9600tfx valve without complications. The patient was transferred to the picu for recovery. On pod #1, the patient was deemed adequate for discharge.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm valved conduit, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of eight (8) years, 10 months due to pulmonary stenosis. The tpvr was successfully performed with a 26mm transcatheter valve.